Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device change out, this implantable cardioverter defibrillator (ICD) was connected to the existing right ventricular (rv) lead and high out of range shock impedances were observed. Prior to the device change out, the rv shock impedances were 118 ohms, but once connected to this new ICD, the impedances were observed to be greater than 140 ohms. The lead was surgically abandoned and this ICD was an attempted implant. Both products were replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.